Event description:
The surgeon had performed an onlay bicompartmental makoplasty partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2010. On the date of event, the surgeon performed a total knee revision due to "lateral joint failure with avn (avascular necrosis) of the lateral femoral condyle".

Manufacturer narrative:
As part of mako's complaint handling process, a complaint was initiated by mako surgical with regard to this report. The investigation is ongoing and no preliminary results are currently available.